Event description:
The customer reported via phone call experiencing high blood glucose. The customer stated they have treated with manual injections and blood glucose was not going down. Customer woke up in the morning with reading of 13 mmol/l and after a 5 kilometer run he tested and was 23 mmol/l. Current blood glucose value is 18 mmol/l. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Customer declined to check for possible site/insulin issues. A five unit bolus was run and insulin did exit. Customer will monitor the insulin pump and call back if issue recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.